Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the left ventricular lead exhibited a failure to capture and had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.